Event description:
This procedure was part of the (B)(6), performed in (B)(6): the original procedure date was (B)(6), 2012. The procedure was performed via contra lateral groin access, with peripheral atherectomy and balloon angioplasty on the moderately calcified sfa occlusion. The physician noted difficulty in operating the thumb switch on the device. Given this difficulty the device was removed from the patient and another device was used to complete the procedure without incident. No adverse event occurred. Then on (B)(4), 2012 the patient was re-hospitalized with a transient ischemic attack (tia).

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information, including the return of the device has been requested. Should it be received, a supplemental report will be submitted. (B)(4): device has not yet returned.